Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer tested and got 7.7mmol/l. Within 10 minutes received a 3.1mmol/l on the same meter. Monitor and strips replaced and expected to be returned. No adverse event alleged.